Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with degenerative disc disease involved in lumbar spine fusion procedure used in spinal therapy. Levels implanted- t9-s1. It was reported that during procedure, while attempting to remove screws from a previous fusion, the tip of the instruments broke. There were no broken fragments left in the patient. There were no patient symptoms/complications reported as a result of the event. There were no additional surgery/treatment performed as a result of the event. There was no delay in overall procedure time. Patient is alive and no injury.

Manufacturer narrative:
H3: device evaluated summary- visual examination confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. Additional information: d4, d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.